Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she underwent a gynecological procedure in 2012 and mesh was implanted. The patient stated the mesh was put in too tightly and uneven causing terrible pain, burning and discomfort. The mesh was removed in (B)(6) 2013. The patient continues to have rectal pain and vaginal pain and is taking amitriptylene and pregabalin. Additional information was requested.